Manufacturer narrative:
Covidien reference#: (B)(4). Date of initial report: 05/09/2016. Date of follow-up report: 06/29/2016. The incident device was not returned to covidien for evaluation. The concomitant vlft10gen generator was returned and found to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported event.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. The incident sample was discarded by the user and is not available for evaluation. Additional questions in regard to the incident have been asked. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during use, a flame occurred from the pencil. There was no injury to the patient. The incident pencil was discarded.